Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: sprinter 2.5x15mm, guide wire: balance middleweight universal ii. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, eccentric mid right coronary artery. Pre-dilatation was performed with a 2.5x15mm non-abbott balloon. A balance middleweight universal ii guide wire was advanced to the lesion without issue. Then an unspecified balloon dilatation catheter was advanced and attempted to be inflated, but the balloon failed to inflate. The physician checked all connections and it was fine. It was then noted that there was contrast leaking from the indeflator/syringe into the pressure gauge. A new indeflator, (2.5x15mm,2.5x20mm) non-abbott balloons, and a 2.5x24mm non-abbott stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified five other similar incidents from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.